Event description:
It was reported that patient felt discomfort in visual acuity with an intraocular lens (iol). The patient's distance visual acuity dropped to decimal 0.5 and complained that his eye was blurry, therefore, the surgeon explanted the lens in the patient's operative eye. It was reported that the patient's expectations were high and the target was not right. The pre-operative (op) uncorrected visual acuity (ucva) value was 0.8 and post-op va value was 0.5. Patient's daily activities were significantly affected. There was no delay in treatment. The incision was enlarged, however, there were no sutures or vitrectomy required. A non-johnson & johnson lens was implanted as a replacement. The patient's post-operative outcome was not available. No further information was available.

Manufacturer narrative:
Age or date of birth: unknown/asked but unavailable. Date of event: exact date unknown/not provided. Best estimate date is between 12/22/2021-2/10/2022. Initial reporter telephone number: (B)(6). Device evaluated by MFR: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes date returned to manufacturer: may 9, 2022 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned, and no issues that could contribute to visual issues or disturbances were noted. Based on the condition of the returned lens, no further product evaluation could be performed. Conclusion: based on complaint investigation results, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.